Event description:
It was reported to bsc-target that during the procedure the vent mandrel fractured 1/2 way up. A second unit was used and procedure was successful. Per additional information requested through a company representative in august 2001: "the wire broke as the physician was putting it into the catheter. It broke halfway up the shaft definitely proximal to the tubing."